Manufacturer narrative:
(B)(4).

Event description:
The pt was treated with a baclofen pump for cervical dystonia that lasted and worked well for seven and half yrs. It was replaced only when the catheter became disconnected from the pump. The medication in the pump was lioresal.